Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. However, based on the information from the user facility, omsc surmised that the reported phenomenon was attributed to the inappropriate reprocess without the remove the distal hood from the subject device.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the user performed the diagnosis procedure with the subject device attaching the distal hood. However the user had not attached the distal hood to the subject device before the procedure. The facility stated that on the day before the procedure, the user had performed the diagnosis procedure for the (B)(6) patient with the subject device a distal hood attached. Therefore the facility stated that there was possibility that the subject device had been reprocessed with the distal hood attached. Consequently there was the possibility that the reprocess of the subject device had been insufficient. The subject device had been reprocessed with oer-3 or oer-4 (not available in the USA). The patient underwent the blood test and the result was (B)(6). The patient will undergo the blood test one month, three months and six months ahead.